Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit and button error alarm. The blood glucose reading is 236 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm or battery out limit alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to test operating currents due to no button response. The insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.